Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00096. Follow up information identified the patient is no longer experiencing pain, hence surgical intervention is no longer planned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00096. It was reported the patient is experiencing pain at the pns lead site(off-label use). Surgical intervention may be pending to address this issue.